Event description:
Coopervision was made aware on (B)(6) 2013, by correspondences from the eye care practitioner's (ecp) office and the pt. The pt complained of pain after new lens insertion and the appearance of an unidentified red spot on the lens in (B)(6) 2013. The ecp related removing a piece from the cornea and that both the eye and lens had the appearance of rust ring. The ecp prescribed antibiotics and diagnosed corneal foreign body and corneal abrasion. The pt was seen on several f/u visits. Upon first ecp f/u, trace rust on the cornea and the corneal abrasion were observed. Subsequent ecp follow ups relate pt complaints of pin point pain and findings of corneal infiltrates and later, complaints of dull aches and a diagnosis of keratitis. This event is reported with an abundance of caution because details of the medical eye exam were not provided and resolution and extent of the event (keratitis with intervention to preclude impairment) is unk. The subject lens and the piece of metal removed from the eye were not return and not available. Two blister sealed issues were received with the complaint correspondence having the same lot number as the subject lens. Only one of the two returned lenses was investigated and it was found to be without defect. The subject lens and the piece of metal removed from the eye were not returned and not available. Two blister sealed lenses were received with the complaint correspondence having the same lot number as the subject lens. Only one of the two returned lenses was investigated and it was found to be without defect.

Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.